Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that wire was stuck in needle and needle would not safety. No other information has been provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle retraction failure was confirmed. The product returned for evaluation was one 20g accucath device. A gross visual inspection of the returned unit found that the needle was not retracted despite the button being in a pressed state. The guidewire was withdrawn into the housing and the guidewire tip was confirmed to be inside the needle. The guidewire was attempted to be advanced, however a large amount of resistance was encountered and the guidewire was unable to be moved. The needle hub was moved up and down to attempt to loosen the guidewire. During manipulation of the needle hub, the guidewire pulled back slightly, resulting in the coiled tip protruding from the needle notch. Inspection of the guidewire tip found that the coil was deformed and misaligned. The unit was then dissected and the guidewire assembly forcibly removed. The guidewire assembly was able to be pulled out; however, during removal, a portion of the guidewire coiled tip broke off against the notch. Inspection of the guidewire found that a kink was present at the distal end near the coiled tip and a segment of the guidewire had a notable amount of biological residue on it. Based on the available evidence, it is likely that a combination of guidewire deformation and the presence of biological material prevented the guidewire from sliding through the needle and consequently preventing the needle from retracting. However, the investigation was unable to identify any features which could aid in identification of a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.